Manufacturer narrative:
(B)(4). Photo evaluation summary: upon visual inspection of a photo, the following was observed: the photo shows six lines of staples stuck with tape on a sheet and each line was identify with a lot number, lot # 1: r58271 (1238), lot # 2: r58271 (1225), lot # 3: r58z71 (1460), lot # 4: r58z71 (1178), lot # 5: r58z71 (1075) and lot # 6: r58z71 (1484). It was noted that some staples did not have the b-form, but according a the staple form acceptance criteria are acceptable. Based on the photo alone the event described cannot be confirmed.

Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # r58z71. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported, we have done more testing of the staplers in-house. All staplers were new, only fired once without tissue and the washer was cut every time. We had a clear feeling that the pressure needed to carry out adequate stapling varied a lot from one stapler to the other. We are still concerned that the staples vary so much in shape and height, that it could lead to anastomotic leakage. We are planning more testing on intestine from pig with pressure testing and inspection of the staples. We have used cdh29a staplers as a framework and ¿gold standard¿ for staple formation during the course of our own development process in the last couple of years and have not observed results like this previously. Meanwhile, we will continue to develop our own stapler/anvil solution.

Manufacturer narrative:
(B)(4). Corrected data = recall (if recall number is given) and correction/removal number was omitted on the initial report. Recall (z-1269-2019).